Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: intraoperative it was not possible to engage the glenosphere with the metaglene. Another implant was used. This was possible without issues. Surgical delay about 30 minutes, no adverse patient consequences. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the threads of the xtnd gleno ecc d42mm +6mm are stripped due to not properly aligning the glenosphere with the metaglene. There is no indication that a design or manufacturing issue has caused the complaint condition. This condition can be attributed to unintended use error when interacting whit the device. No other issues were found. As per delta xtend¿ reverse shoulder system surgical technique (103896390) "proper alignment leads to smooth thread engagement and easy screwing. If the glenosphere seems difficult to thread onto the metaglene, do not force engagement but re-align the components. If necessary, remove the inferior retractor or improve the capsular release. It is also important to check that there is no soft tissue between the metaglene and glenosphere. When accurate thread engagement is obtained and after a few turns, remove the guide pin to avoid stripping in the screwdriver". A functional test could not be performed as the mating device was not returned. However, the assembly issues could be confirmed due to the observed stripped condition of the threads. A dimensional inspection was unable to be performed due to post manufacturing damage. A manufacturing record evaluation was performed for the finished device product description: xtnd gleno ecc d42mm +6mm product code: 130766042 lot number: d22050091 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the xtnd gleno ecc d42mm +6mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4). Date of manufacture: 29-jun-2022. Any anomalies or deviations identified in DHR: no. Expiry date: 31-may-2027. IFU reference: IFU-w90930.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure it was not possible to engage the glenosphere with the metaglene. Another implant was used. This was possible without issues. Surgical delay about 30 minutes, no adverse patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.